Manufacturer narrative:
Device met visual inspection requirements. Device was powered on for 72 hours without reported failure being observed. Product met performance specs. Device will continue to be monitored for 48 add'l hours. Any add'l info will be reported to the FDA in a f/u report.

Event description:
During an ercp procedure the light source powered off, then powered back on later. The spyglass portion of the procedure was abandoned. No pt complications or intervention was reported.